Manufacturer narrative:
Investigation results were made available. Additional: h2, h6, correction: b4, b5, g3, g6, h10. Review of event description: it was reported that the patient received an implant on (B)(6) 2021. An x-ray check on (B)(6) 2021 showed a dislocation of the inlay, hence revision took place on (B)(6) 2021. Cup and inlay were revised. Review of received data: - no medical data relevant to the case has been received. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient received an implant on (B)(6) 2021. An x-ray check on (B)(6), 2021 showed a dislocation of the inlay, hence revision took place on (B)(6) 2021. Cup and inlay was revised. Neither x-rays, operative notes, office visit notes, nor devices or photos of the devices were received; therefore the condition of the components is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Medical products: allofit alloclas shell 56/kk; catalog#: 4247; lot#: 3055612; cls stem hip impl win gen; catalog #: unknown; lot#: unknown; allofit cup hip impl win gen; catalog #: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side. An x-ray check revealed a dislocation of the inlay, hence patient underwent a revision surgery. The cup and inlay were revised.